Event description:
It was initially reported by the pt's insurance case mgr that the pt is very sensitive to microwaves and has had to take her microwave oven out of her house because it causes seizures. She also states that being around cell phones has been causing seizures. She said this was never the case prior to vns. The pt has previously reported "funny feelings around computers, microwaves, or other electronic equipment," which has been attributed to psychiatric issues. It is unclear at this time if this is contributing to the reported seizure activity. It is unclear if there is an increase in seizures. A search performed in the MFR's programming history database showed the last known diagnostics to be within normal limits. Good faith attempts to obtain add'l info has been unsuccessful to date.